Manufacturer narrative:
The available information from the field states that six channels show high impedance and that the device was explanted. Despite several inquiries, neither the device nor further information has been received. Due to lack of information a root cause for explantation cannot be determined.

Event description:
The concerned device was explanted. Despite several requests, no information could be received as to the cause of explantation. Reimplantation was carried out on the (B)(6) 2017.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Explant notification from registration was received and confirmed from the field. Currently no further information for the cause of the explantation is available. Explantation was on (B)(6) 2017.